Event description:
The rep reported on (B)(6) 2016 that replacement of the lead was planned for this week or on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: 0210457231, implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot#: 0210457229, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (via a manufacturer representative) regarding high impedance values on a lead. On (B)(6) 2016, the patient reported the paresthesia stopped. Since (B)(6) 2016, the patient did not feel the tingling anymore, even when she turned on the stimulator to the highest possible voltage value. An examination at the hospital on (B)(6) 2016 showed that 7 of the 18 poles (poles 8, 9, 10, 11, 13, 14, and 15) had high impedance values greater than 10,000 ohms. Only one lead was affected, but it was not known which lead. There were no factors that may have led or contributed to the issue. The ins was successfully reprogrammed around the affected 7 poles with high impedance and the patient reported a comfortable feeling including tingling in her pain region. On (B)(6) 2016, the patient had a follow-up visit with the physician. A new x-ray showed dislocation of one electrode, but the electrode remained active and implanted. There was no revision planned as long as the patient was happy with the current program. The patient was satisfied with the new programmed stimulation programs from the previous programming session on (B)(6) 2016.

Manufacturer narrative:
Analysis found no anomaly with one lead. In regards to the other lead, analysis determined the # 8-15 conductor wires were fractured at 16.1 cm from the distal end. The lot numbers could not be verified. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code corresponding to the lead with fractured conductor wires was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the lot number of the lead that had the high impedance was asked but not known. It was also unknown if the patient had the appointment with the neurosurgeon or if it was still in planning. The potential plan was to replace the lead but there was no date yet for the revision.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97791 lot# unknown serial# implanted: explanted: product type anchor product ID 97791 lot# unknown serial# implanted: explanted: product type anchor. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that the patient had another consultation on (B)(6), 2016 because they were not able to use their implantable neurostimulator (ins) anymore. The patient could not evoke any stimulation. Control of the impedance values showed all poles 8-15 now have high impedances of greater than 10,000, which explains the loss of stimulation feeling. The next step is the patient will have a consultation with a neurosurgeon (date not yet defined), where they are going to discuss the next steps (maybe a revision of the electrode).

Manufacturer narrative:
Other applicable components are: lead 977a260, (B)(4) explanted: (B)(6) 2016-; lead 977a260, (B)(4) explanted: (B)(6) 2016.

Event description:
The rep additionally reported that the patient had their revision on (B)(6) 2016. Both leads were explanted and a surgical lead was placed. To explant the leads, the doctor cut both electrodes because the revision operation took place in two parts: first part in abdominal position where parts of the lead was explanted and the new surgical lead was implanted; second part in side/supine position to explant the still connected part of the leads and to connect the new surgical lead into the remaining ins. Parts of the explanted leads will be returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.